Manufacturer narrative:
Submit date: 09/12/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the medication leaked from the plastic part of the needle.

Manufacturer narrative:
The manufacturing site did not receive any samples or photographs for evaluation. Therefore, the reported issue could not be confirmed. Without a known lot number, the device history record (DHR) cannot be reviewed. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without sample, a root cause cannot be determined at this time. The manufacture of the molded syringe barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Leak testing is performed on each cavity of molded syringe barrels at prescribed intervals during the production process. If problems were detected during processing, non-conforming product would be rejected. Every precaution is taken during the manufacturing of this product to prevent any type of malformation of the syringe parts. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements during the molding and assembly packaging process. Complaint trends are evaluated during a monthly meeting to determine if a formal corrective and preventative action (CAPA) is warranted. At this time, there is not enough information and a CAPA will not be initiated. If information is provided in the future, a supplemental report will be issued.